Manufacturer narrative:
Additional information: g3, h3, h6 correction: a3a should be blank, e4 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 1.3cm cut line from the rear end. The jaw of the reload was open. Staple pushers were visible at the 0.5cm cut line. The proximal sutures were cut properly. The distal sutures were returned intact. Functional testing noted that the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument trs material did not release. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the firing handle was not completely cycled. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the robot aided ileocecal resection, when on side to side anastomosis (fee) of the small intestine and colon, the first reload had no reinforce suture at the tip connected. On the second reload, the tip of the reinforce suture did not detach after the firing, so the cartridge and tissue remained attached. The sheet was detached by pulling with the robot forceps and tearing off the sheet and suture. The product was replaced to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident found that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 1.3cm cut line from the rear end. Staple pushers were visible at the 0.5cm cut line.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot # n4m1351y) sigphandle, sig power sigphandle handle (serial # unknown) sigpshell, sig power sigpshell control shell (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial # unknown) idrvultra1, idrvultra1 idrive ultra powered handle 1 (serial # unknown) egiaadapt, endo gia adapter std x1 (serial # unknown) intb100, intb100 idrive rechargeable batteryx1 (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.